Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger would not power on past the initial start-up screen. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the battery charger would constantly reset. The cause was corrupt flash programming. In addition there was evidence of insect infestation in the battery charger. The root cause of the corrupt programming was unable to be positively determined. The root cause for the insect contamination was unable to be positively determined, but was likely device abuse. No adverse event resulted from the corrupt programming. The pt was provided with a replacement charger.